Event description:
It was reported that the haptic detached during insertion of the intraocular lens (iol). The iol was inserted and positioned when the haptic came off with a small part still attached to the iol. The incision was minimally enlarged and did not require sutures. The doctor removed the iol and inserted another iol. The doctor performed a vitrectomy as a result.

Manufacturer narrative:
Detached haptic from lens. The evaluation of the returned lens observed one (1) broken haptic and scratches on the lens. The haptic was broken at the iol haptic joint; the portion reportedly detached from the iol was not received. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.